Event description:
It was reported that during a prostate procedure, the active blade broke after five minutes of use. The test tip was used and the handpiece was functional. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.